Event description:
It was reported to philips that the heartstart xl+ defibrillator showed a therapy failed inop and the operational check failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.